Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection did not identify any perforations in the tubing that would cause a leak. However, the investigation cannot be conclusive as further tests could not be performed due to set being returned filled with blood. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an unknown amount of blood administration sets leaked. This occurred during a patient infusion of blood. The reporter stated that small perforations were observed in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.